Event description:
Laser fiber was in use inside patient. Surgeon and staff heard an audible pop sound and the laser fiber broke. Fiber was able to be removed from patient and the patient was not harmed.